Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. A chest x-ray showed the lead had pulled back into the atrium. The patient's ejection fraction had improved and did not need lv pacing. The device was programmed to aai. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.